Event description:
The turbohawk was used in the right profunda artery. A single insertion and three passes were made. Repeat angiography demonstrated a focal area of dissection, at which time a 5x40 balloon was used to perform percutaneous transluminal angioplasty. Completion angiography showed a complete resolution of high-grade stenosis and the patient was taken to recovery in stable condition.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.